Event description:
Information was received from a consumer regarding a patient receiving medication via an implantable pump for non-malignant pain. The patient went in to turn up the pump 20% on (B)(6) 2016 and then felt like it was overdosing. The patient felt sick and not right.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.